Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28, lot# va069ba, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient was experiencing a shocking or jolting sensation. The patient fell down the stairs about 3 weeks ago and "I am sitting here with broken equipment in my back now". The patient had not consulted with the implanting doctor. The patient noted: "I can't turn the device off and the wires are just jolting my spine because I guess when I fell I must have shifted the wires". The patient was looking for a new physician due to relocation. The patient wanted to find a doctor "who can maintain this or take it out". If additional information is received, a follow up report will be sent.